Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and neoplasm malignant ('cancer'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, abdominal"), back pain ("back pain"), menorrhagia ("heavy menstrual cycles"), dyspareunia ("painful sexual intercourse, dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). And was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full), salping). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved. And the neoplasm malignant, vaginal discharge, vaginal infection, fatigue, alopecia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, neoplasm malignant, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff continues to experience these symptoms and is currently exploring her options for the removal of the essure device. Discrepancy in essure insertion dates : (B)(6) 2012. Date(s) of insertion: (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: confirmation test(s)-not specified. Result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retention case. All the information has been transferred from deletion case 2018-231116. References reporters information were added. No new follow-up information was received from the reporter. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and neoplasm malignant ('cancer'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, abdominal"), back pain ("back pain"), menorrhagia ("heavy menstrual cycles"), dyspareunia ("painful sexual intercourse,dyspareunia"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). And was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full), salping). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved. And the neoplasm malignant, vaginal discharge, vaginal infection, fatigue, alopecia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, neoplasm malignant, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff continues to experience these symptoms, and is currently exploring her options for the removal of the essure device. Discrepancy in essure insertion dates: (B)(6) 2012, date(s) of insertion: (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2012, confirmation test(s): not specified. Result: bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and pelvic adhesions. Concurrent conditions included dysmenorrhea, menorrhagia and uterine fibroid. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, abdominal"), back pain ("back pain"), menorrhagia ("heavy menstrual cycles"), dyspareunia ("painful sexual intercourse,dyspareunia"), dysmenorrhoea ("dysmenorrhea(cramping),"), vaginal discharge ("vaginal discharge"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems") and was found to have neoplasm malignant ("cancer"). The patient was treated with surgery (hyst. (Full), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved and the neoplasm malignant, vaginal discharge, vaginal infection, fatigue, alopecia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, neoplasm malignant, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff continues to experience these symptoms and is currently exploring her options for the removal of the essure device. Discrepancy in essure insertion dates : (B)(6) 2012 ,date(s) of insertion: (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: confirmation test(s)-not specified result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. Lot number was added. Reporter, concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, abdominal"), back pain ("back pain"), menorrhagia ("heavy menstrual cycles"), dyspareunia ("painful sexual intercourse,dyspareunia"), dysmenorrhoea ("dysmennorhea(cramping),"), vaginal discharge ("vaginal discharge"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full), salping). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved and the neoplasm malignant, vaginal discharge, vaginal infection, fatigue, alopecia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, neoplasm malignant, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff continues to experience these symptoms and is currently exploring her options for the removal of the essure device. Discrepancy in essure insertion dates: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: following events were added: dysmennorhea (cramping), pelvic pain, bladder/urinary problems, vaginal discharge, vag. Infect, fatigue, hair loss, cancer. Added outcome of events dyspareunia, abdominal pain and back pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.